Event description:
We received a report that during the implantation of a tecnis za90030195 the capsular bag tore. Additional information has been requested but not received.

Manufacturer narrative:
Pt age and gender: not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed one haptic was slightly distorted. At 10x microscope magnifications residue of viscoelastic (ovd) was detected in the optic zone (anterior and posterior sides) and loose particles were observed on the sample compatible with handling the lens out of a sterile environment. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The unit was handled for surgical use. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). In follow up it was learned that the patient required a vitrectomy and the incision was enlarged to facilitate the lens exchange. An anterior chamber iol 16.5 diopter was implanted. When the patient left the facility his condition was good. (B)(4). All pertinent information available to the manufacturer has been submitted.